Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The reported complaint not observed in the provided photo. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, once the lens is implanted, it becomes cloudy. The next day when the surgeon checks the patient's eye, the lens is no longer notched." Additional information has been requested.

Manufacturer narrative:
White in appearance shadow is seen over implanted iol. No root cause identified to date the manufacturer internal reference number is: (B)(4).